Event description:
Left arm swollen and reddish/purple. Tightening as if a rubber band was around my upper bicep. Dvt on subclavian from ICD lead. Subclavian partially occlusive, thrombus noted in the left proximal to mid subclavian vein with a pacemaker lead present. Monophasic flow noted in the left distal subclavian vein.